Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in had the catheter split. The following information was provided by the initial reporter: "it was reported the catheters splitting as they are inserted into the vein".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in had the catheter split. The following information was provided by the initial reporter: "it was reported the catheters splitting as they are inserted into the vein".